Event description:
Voluntary medsun received states the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) failed so separate from the delivery catheter. The lp was not implanted. The patient condition was unknown.